Manufacturer narrative:
The reported event of unspecified over sensing was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
During a clinic follow-up, episodes of oversensing were observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.